Event description:
Info received indicates the bed is leaking hydraulic fluid and the head section will not go up or down.

Manufacturer narrative:
The tech found the o-ring missing from the head up/down hydraulic valve inside the solenoid. He replaced the hydraulic valve and added hydraulic fluid to the reservoir to repair the bed.